Event description:
The patient was implanted with a vascular access graft in a loop in the right femoral. The physician reported to the distributor that a 5cm section of the graft was removed from the patient, due to acute enlargement of aneurysm. The graft section was separated and substituted with another manufacutrer's graft. It was reported by the physician, that although unclear, it appeared that the aneurysm occurred at the location of initial punctures after implantation. The graft had been implanted for an estimated period of four (4) years.

Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time.